Event description:
The customer received questionable high creatinine plus ver.2 results over the night from (B)(6) 2015 to (B)(6) 2015. The results were questioned by physicians and the customer repeated the samples on another analyzer. Of the data provided for 20 patient samples, only the results for 16 were discrepant. For patient 1, the initial result of 2.1 mg/dl was reported out and was believed by the physician. He assumed a kidney failure and inserted a urinary/ bladder catheter. No further medical intervention was carried out on this patient because the lab informed the physician and all other wards that erroneous results were reported and needed to be revised. They repeated creatinine testing on a second analyzer. The repeat result for patient 1 was 1.2 mg/dl. The patient was in good condition. Refer to the attachment to the medwatch for all other patient data. For all other affected patients no adverse events were reported. The creatinine reagent lot number was 61210301. The expiration date was requested, but was not provided. The field service representative found the sample probe was bent and scratched. The reagent probe had a too low flow rate, which was adjusted. He visually checked the contents of reagent cassette and compared it to a new one. He found nothing suspicious. The customer replaced the reagent cassette and has had no new occurrences.

Manufacturer narrative:
This event occurred in (B)(6).